Event description:
A report was received that the patient underwent a lead revision due to a lead poking out of the skin. The physician re-implanted existing lead and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2108-70m serial#: (B)(4), model description:scs lead kit, phase 2 sterile package. A review of the manufacturing documentation of the leads found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.